Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air bubbles/kinked lines/micro-bubbles when on the machine, leading to clotted off dialysis system, which requires the entire dialysis system to be changed out (lines, dialyzer, and saline bag). No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ten (10) unused samples in original packaging were provided for evalaution. The samples underwent visual inspection and were observed to be assembled per product technical drawing. Additionally, a luer taper test was performed on all luers with passing results. Thereafter, the samples were subjected to leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water and one of the samples was leaking from the connector between the luer site and the spike tube connector. Based on the investigation findings, one of the samples was observed to be leaking; therefore, the reported defect was confirmed. Per supplier investigation, the customer complaint was confirmed and attributed to a molding shorts hot condition in the threaded area of the male luer component (hxnc100722), which caused incomplete thread formation and resulted in leakage during functional testing. The investigation determined that the issue was inherent to the mold performance and not related to machine settings, material degradation, handling, or environmental factors. As part of the corrective and preventive actions, the supplier declared the affected mold obsolete, discontinued its use, and implemented a validated molding solution. Additional actions included updating process parameters, reinforcing preventive maintenance, incorporating the thread feature into the risk management system, and completing successful mold validation, thereby eliminating the root cause and preventing recurrence. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as(B)(6) internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air bubbles/kinked lines/micro-bubbles when on the machine, leading to clotted off dialysis system, which requires the entire dialysis system to be changed out (lines, dialyzer, and saline bag). No injuries reported.